Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer (B)(6) reported that one of the device's casters will not remain locked. The device was not in use on a patient.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : the caster was discarded.